Event description:
It was reported that while the external pulse generator (epg) was being used as back up for post-operative care, the epg began pacing at 100 bpm even though the rate was programmed to 40 bpm. The patient's own pulse had been in sinus rhythm at about 80 bpm when the 100 bpm pacing suddenly started. The nurse noticed the event immediately and unplugged the cable of the device which prevented any damage to the patient's health. Another epg was used afterwards. The epg was returned to the manufacturer for servicing. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. It was noted that the case was cracked and the knob was cracked. The main circuit board, flex connector were replaced. After the parts were replaced, calibration was implemented to confirm function. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results.